Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the distal segment of the catheter was twisted, which kinked the catheter segment in the patient's spine. It was also reported that the catheter was kinked at the connector pin. It was confirmed that the pump was flipped. The patient had symptoms of increased spasticity. The location of the issue was reported as being at the device pocket and the catheter track. Surgical intervention was performed and the pump was sutured securely in the pocket to correct the problem. The pump system was being used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the pump had been re-flipped and was filled under fluoroscopy. The patient was then sent for the revision which took place on (B)(6) 2013. It was noted that the pump was previously filled without incident. The dose was currently being escalated and the patient was stable at the time of the report. The first refill following the revision was pending.